Event description:
A caller reported receiving a minimum fill notification while using an insulin pump. There was no adverse impact to the customer¿s blood glucose level. The customer attempted to resolve the issue by loading a new cartridge, but this did not help. Technical support guided the caller through cleaning the pump and trying another cartridge from a different lot; however, the problem persisted. The case was escalated to higher support, who decided to replace the pump with one having updated software. The customer was informed of the replacement pump delivery and instructed on returning the defective pump, transferring settings, and connecting their continuous glucose monitor to the new pump. The customer seemed satisfied with the resolution. Customer reverted to an alternative method of insulin therapy.